Manufacturer narrative:
A leak test was performed and a tear was found in the soft cannula located at the tip of the formed needle. This tear was on the external portion of the soft cannula. It could not be determined when this damage occurred or if insulin delivery was affected. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 293 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.